Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering visited the customer to address to address the reported event. Fse was able to confirm the error via the error log and reproduce the line valve error during evaluation. Fse powered up the unit and ran quality control (qc) and a few patient samples before the instrument failed. During troubleshooting, fse found corrosion at the wire connections on the asm board, cn7, cn9, and cn10 likely from the leak. The connection at cn10 was causing the 711 line valve error. Fse could not locate the actual leak as it was likely an issue with the back of the instrument. Fse then cleaned the connections and performed wire repairs. Fse replaced the asm board as the pins on the board had been compromised. However, the customer later reported getting a 706 syringe-l error and a 707 syringe-s error while the unit was sitting idle. Fse ordered cables to repair the unit and returned to the customer site. Fse then replaced the cn17-p17 and repaired cable cn9 asm to the syringe unit and the cable cn10 for the directional valve photosensor. The customer then tried running qc and patient samples but continued to get random and intermittent large and small syringe errors. Fse replaced the asm a second time and then was able to run qc and patient samples without any errors. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 10-jun-2017 through aware date (B)(6) 2018. There were no similar complaint identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. The 711 line valve error: an operational error in the switching valve (as valve). If this occurs, inspect the valve on the line. Execute smp.reset. The 706 syringe-l error: an operational error in the syringe-l. If this occurs, inspect the syringe-l. Execute smp.reset. The 07 syringe-s error: an operational error in the syringe-s. If this occurs, inspect the syringe-s. Execute smp.reset. The most probable cause of the reported event was due to the corroded connectors on the asm board from the leak.

Event description:
A customer reported getting a 711 line valve error message on the g8 instrument. The customer reported that they observed a leak in the valve. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: two asm pc boards for the g8 instrument were returned to the instrument service center for evaluation on 07/17/2018. Functional testing was performed on each asm pc board and the 711 line valve error message was confirmed and reproduced with each asm board. The error message could not be cleared from either asm board and one of the asm pc boards was sending incorrect data to the driver #2 pc board. The parts failed testing. Evaluation codes for both asm pc boards: results: 120 electrical problem identified. Corrected information: the most probable cause of the 711 line valve error message was due to failure of the asm pc boards.